Manufacturer narrative:
Unit alarmed button error followed by intermittent buttons due to corroded lcd board. No traces of moisture found at mother board, interface board, rf board, or keypad assembly per visual inspection. Unit received with cracked case at display window corners and minor scratched lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that the insulin pump was exposed to water. He jumped into a hot tub with the insulin pump on. The insulin pump alarmed button error. Fluid was under the lcd display. Customer's blood glucose level was 290 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.